Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "due to loosening, dr (B)(6) removed the implant listed above and replaced it with a (B)(4)."